Manufacturer narrative:
Attempts have been made to obtain information related to the product and to this report however, no additional information could be obtained. Based on the information collected, there was no report of product issue. Technical investigation cannot be performed since essential product information from the complainant could not be obtained. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Fresenius notified baxter that through their voice of customer survey, fresenius became aware of a patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. It was indicated that the patient expressed mistrust in baxter or nor any corporation, however, there was no specific baxter product or any issue with baxter product reported and no information was provided indicating that baxter product was involved in the peritonitis event. The patient¿s clinic reported that according to the patient¿s health records, the patient has been on hemodialysis therapy since 2016. According to baxter¿s records, the patient was last using baxter products in 2015. Baxter has made attempts to obtain any additional information related to this event or product involved, however, no additional information was able to be obtained.